Event description:
It was reported that the patient had intermittent stimulation. The patient barely felt stimulation recently. The patient was being seen for a new back pain and the health care provider was assessing the pain stimulator as a variable. Cervical and lumbar computed tomography scans were planned. The patient also was scheduled to be reprogrammed within the week. The next day, it was reported that the patient was reprogrammed, but the patient continued to feel faint or little stimulation. It was noted that the patient needed a new system. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's old lead "was not working". The patient was implanted with a new rechargeable neurostimulator (ins) on (B)(6) 2012, but had not been able to get adequate stimulation since the ins replacement. The patient was going to see their doctor. Two days later it was reported that the patient had "faint" stimulation and he needed to go back to surgery to implant a new lead either above or below the current lead. The next day it was reported that re-programming was attempted, but not successful. There were no malfunctions seen, but the device was over 20 years old. There were no known falls or accidents. The battery was replaced, but the patient still had intermittent stimulation. The old lead was going to be replaced. The following day it was reported that the lead replacement surgery was scheduled for (B)(6) 2012. Approximately two weeks later it was reported that the patient had their old lead removed and a new model implanted. It was stated that the patient was "getting great coverage". No further information was provided.

Manufacturer narrative:
Product ID 3586, serial# (B)(4), implanted: (B)(6) 1991, product type lead: product ID 3425, serial# (B)(4), product type transmitter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having a revision done. Trouble shooting was done and was unable to illicit a stimulation sensation at the patient's previous appointment. The patient reportedly had stimulation but it was "gradually fading" until there was a total loss of stimulation approximately one month prior to the receipt of this information. The next day it was reported that there was an impedance reading of >10 ,000 ohms on electrode 2, all other electrodes were in the 200-400 ohms range. It was noted that the patient has a quad lead. It was further reported that this occurred after a revision to replace the "xtrel" with "restore" using a pocket adapter. It was further noted that the patient had experienced a "dimming"... And "cutting out" of stimulation sensation in the past few weeks prior to the report. It was also reported that all combinations were programmed post-operatively and the patient did not feel stimulation. It was thought there may be a possible lead failure. Several days later it was reported that the old lead was not working. The patient was implanted with a restore sensor on (B)(6) 2012 and has not been able to get stimulation since. Three days later it was reported that "impedances could not be read, it was an xtrel device" and that the device was reprogrammed according to tech services instructions. It was noted that it was implanted in 1991 and the patient had not had any accidents or falls. It was reported that the old xtrel device was replaced with a new sensor device with a rechargeable battery. It was further noted that it had given him intermittent stimulation and it is "faint" and "shuts on and off." It was unclear if "it" was referring to the old or new device. The patient's health care provider (hcp) reportedly had decided to do a revision to replace the old lead.